Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient had kidney stones crushed by lithotripsy in 2015 and that wiped out his pump. Each time he went to get his pump refilled they would get out a greater amount of medication then they should. The patient experienced overdosing and under dosing. The patient had an echo cardiogram of his heart. About a day afterwards he started to realize he wasn't getting his medicine. After three days the pump returned to normal. The pump malfunctioned and was replaced. The situation was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient had pain issues for at least a decade. It was noted that the catheter was replaced. There were no faulty logs and no identifiable issues on the dye study. The pump was noted to be in its last year of service life. The replacement was postponed due to the patient having bronchitis. The issue had never been too much medication via the intrathecal route. The cause of the catheter and pump issues was noted to be a likely postural compression of the catheter as it entered the intrathecal space.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomalies. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump had been giving him problems for almost two years and that the patient would "get too much medicine at times". Additionally, it was noted that the catheter had been replaced twice. The patient would get sick, very ill, and was nauseous to the stomach. It was noted that the onset of symptoms had been random for a couple years. It was stated that in the last of 2015, it went "haywire". The patient was in pain and went to the emergency room. The patient's pump was to be replaced on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from the manufacturer¿s representative on 2017-may-23. The pump was replaced on (B)(6) 2017. The device was returned to the manufacturer for analysis. The device would be replaced by another device from the same manufacturer.